Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention/urge incontinence. It was reported by the advanced evaluation patient that they were voiding on their own so much less than before the procedure. The patient noted that they were concerned about this. On (B)(6) 2020, the patient reported that they were switched to program 3 on (B)(6) 2020 and they felt that they were now retaining more fluid. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.